Event description:
Customer called to report a blood leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant: same as reporter. Customer reported leak during treatment at the beginning when 140 ml wbc. Treatment was stopped and blood was not returned to the patient. Customer will return product for investigation.

Manufacturer narrative:
Batch record review of lot b114 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaints for centrifuge blood leak was reported to date for this lot. The assessment is based on information available at the time of the investigation. The smart card was returned on (B)(4) 2013 for evaluation. A root cause has not yet been determined as the investigation is still in progress. (B)(4).